Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 11/22/2019. Device evaluation: the product was returned to the manufacturing site cut in four parts. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. There was no quality issue reported against the lens. Therefore, there is no indication of a product deficiency. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 26.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 to improve patient's vision. The lens was replaced with the same model, a smaller 23.0 diopter lens. There was no surgical intervention reported and patient is doing fine post-operatively. No further information was provided.